Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was taken to the emergency room after passing out with a low blood glucose reading of 20 mg/dl. It was also stated that the customer has been taken to the emergency room several times due to diabetic ketoacidosis. Troubleshooting was not possible at the time of the call. Advised the caller to have the customer call back for troubleshooting at her convenience.